Manufacturer narrative:
This is a supplied item and the device history record (DHR) is at the supplier. No further information has been made available to date. A product sample was received for evaluation and was forwarded to the supplier for analysis. Visual testing/ functional testing and root cause analysis are in progress. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. Unique identifier unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4)., as a result of warning letter cms# (B)(4).

Event description:
It was reported that the hardware has displayed incorrect pressure values. After changing the hardware, the values were reproducible again. Measurements were made without system. The values showed a drift when the cable at the kink protection bends. No patient injury was reported.